Event description:
A kelly hemostat forcep broke during a procedure.

Manufacturer narrative:
It has been reported that when the surgeon was attempting to gain access to an artery, the tip of the kelly hemostat forcep broke while in the skin track during a cardiac procedure. The tip was located and manually removed. No serious injury resulted and the procedure proceeded without further incident. No sample was returned for evaluation and a root cause was not determined.